Event description:
It was reported that during new lead placement, the lead was stuck in device. As per physician the set screw was stripped. The device was explanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported event of a set screw anomaly was confirmed. The cause of the anomaly was septum material found inside the aring set screw hex cavity. The additional material prevented full insertion of the torque driver into the hex cavity. Pin gauge measurements were performed on the atrial lead bore diameters and the measurements were found to be within specification.